Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports of receiving a no delivery alarm during priming. Customer was transferred a few times and he did not want to remove reservoir in order to troubleshoot. Customer reports that there was a space between cap and site location. Customer is very unhappy with product and will be contacting trainer. Customer declined further troubleshooting stating he was tired. No further information provided.